Manufacturer narrative:
Article citation: charles a messa iii, jessica bereszniewicz, charles a messa IV, secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures, aesthetic surgery journal, 2025; sjaf236, https://doi.org/10.1093/asj/sjaf236. Additional author information: dr charles a. Messa IV is an integrated plastic surgery resident, department of plastic surgery, larkin community hospital, miami, fl. Dr jessica bereszniewicz is a general surgery resident, department of general surgery, memorial healthcare system, hollywood, fl. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported "baker iii capsular contracture". This record is for the left side. Device was explanted and replaced. Return availability is unknown.